Manufacturer narrative:
H.6. Investigation summary five photos appearing to display the same loose 1ml syringe with an opened blister pack from batch 8211605 were received and evaluated. It was observed the thumb rest was broken off with only half of the broken piece visible in the photos, which was rejectable per product specification. Potential root cause for the broken plunger rod defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 8211605 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter split while inserting with an unspecified bd insyte¿ autoguard¿ bc 20 ga catheter. The following information was provided by the initial reporter: it was reported that plastic catheter around the needle split at the top when inserting IV into vein. Additionally, on 2020-05-04 the bd sales consultant provided the following additional information: how many times has the incident occurred? When we first started using this product we have this happen quite often these are the first two that have been reported. Are there more times this has occurred, that could be possible and the person starting the IV doesn¿t report this. Are you able to provide dates and/or patient identifiers? For the 20 ga x 1.16 product # 382534 it was on (B)(6) 2020 ¿ the 22ga x 1 in product # 382523, I have no lot # for this one, they didn¿t save the package. No patient harm with either of these. Were there erroneous results? N/a. Was there exposure to blood/bodily fluid? N/a. Are samples available for investigation? Yes I have both of these catheters that I can send back.